Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed by the provided medical records. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description states: " ... Post mako tka ... Knee did not feel right ... X-ray ... Tibial component 5-6 degrees varus ... Plan to revise ... Why and how the cut did not go to plan." Multiple undated pre and post op x-rays right knee and 2 ap x-rays both knees demonstrating bilateral uncemented tka with the left nominal and the right tibial component and right knee in approx. 5 degrees of varus. Undated templated bone registration with intra-operative planing for 0 degrees of varus tibial component. Undated case planning ap and lat. Images right knee tibial "planned varus 0 degrees" no clinical or pmh, no operative reports, no confirmation of revision surgery. While the x-rays appear to confirm the event description, insufficient data is available to create a medical record regarding possible cause of this clinical situation. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's right knee was revised due to pain. X-rays show that the patient's tibial component is at 5-6° varus, while at the time of implant, 0° varus was planned. A review of the provided medical records by a clinical consultant stated the following comment: while the x-rays appear to confirm the event description, insufficient data is available to create a medical record regarding possible cause of this clinical situation. No further investigation is possible at this time. If device/ additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep was contacted by surgeon. Patient presented for the first time 3 months post mako tka with a complaint the knee did not feel right. X-rays show that the patient's tibial component is at 5-6° varus. At the time of implant, 0° varus was planned. Surgeon plan is to revise the patient's knee on (B)(6) 2021 but wants investigation results to know why and how the cut did not go to plan. Update: "pt complains of pain in right knee; continues to use assistive aid to walk 3 months post-op." Right side.

Manufacturer narrative:
Reported event: an event regarding mako tka software - inaccurate resection involving a triathlon baseplate was reported. Conclusion: it was reported that the patient's right knee was revised due to pain. X-rays show that the patient's tibial component is at 5-6° varus, while at the time of implant, 0° varus was planned. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The mako session and vp log data from the case was reviewed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. The event of an inaccurate resection was due to user error. A full investigation is completed on mako tka software ((B)(4)) within the same pi.  No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep was contacted by surgeon. Patient presented for the first time 3 months post mako tka with a complaint the knee did not feel right. X-rays show that the patient's tibial component is at 5-6° varus. At the time of implant, 0° varus was planned. Surgeon plan is to revise the patient's knee on (B)(6) 2021 but wants investigation results to know why and how the cut did not go to plan. Update: "pt complains of pain in right knee; continues to use assistive aid to walk 3 months post-op." Right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Rep was contacted by surgeon. Patient presented for the first time 3 months post mako tka with a complaint the knee did not feel right. X-rays show that the patient's tibial component is at 5-6° varus. At the time of implant, 0° varus was planned. Surgeon plan is to revise the patient's knee on (B)(6) 2021 but wants investigation results to know why and how the cut did not go to plan. Update: "pt complains of pain in right knee; continues to use assistive aid to walk 3 months post-op." Right side.